Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failure. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc failure. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Pr #: (B)(4).